Event description:
It was reported that during an implant attempt the left ventricular (lv) lead had high thresholds in three different vessels. The lv lead was not used and was replaced with an epicardial lv lead placement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor and all conductors had blood/body fluid (not obstructed).